Event description:
Patient underwent total elbow arthroplasty in (B)(6) 2007 at another hospital. During (B)(6) 2011 surgery, it was noted the ulna bearing was loose and worn. There was no ulna bearing available, so the condyle kit was removed and replaced and an ulna bearing replacement surgery to be scheduled for a future date. Device disposed of by surgery and biomed sales rep notified after event. Biomed submitted initial medwatch report.